Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification was received after filling cartridge. Customer did not know how much insulin was used; however, customer usually uses 400 units. Customer added more insulin and leakage was observed coming from the bottom of the cartridge. Customer successfully loaded another cartridge. Customer's blood glucose was 114 mg/dl.